Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process with intermittent cartridges. Additionally, intermittent minimum fill notifications occurred with cartridges after the user filled the cartridge with 150 units of insulin during the load sequence. Customer¿s blood glucose ranged between 250-402 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.